Event description:
It was reported to boston scientific corporation on february 23, 2009, that a rapid exchange biliary stent system was used during an erbd (endoscopic retrograde biliary drainage) procedure performed in 2009. According to the complainant, the stent was released without resistance, and the delivery system was removed. However, the distal part of the inner catheter was found to remain in the stent. The stent and detached part were removed without problem. The procedure was completed with another rapid exchange biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant info is identified, a supplemental medwatch will be filed.